Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer's blood glucose ranged from 90-109 mg/dl.

Manufacturer narrative:
Device not returned.